Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an alert from their implantable cardioverter defibrillator for possible high voltage circuit damage. During a manual capacitor maintenance check it was noted that a charge was aborted. On (B)(6) 2018, the device was explanted and replaced. The right ventricular lead was also explanted and replaced due to it possibly being a lead issue. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.